Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife was reported via phone call that they experienced low blood glucose level of 42 mg/dl. Insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that the insulin pump had motor error alarm. Customer stated that the insulin pump was exposed to moisture. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Display did return after pump restart. Drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display. The motor was tested outside of the device and passed. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.